Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy 3 days ago. The patient was redirected to their healthcare provider because they had one program on their programmer after having it replaced. No further complications were reported.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the new programmer was reprogramed in the office. The patient indicated that they would know in the next few weeks if their symptom resolved.